Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 10/24/2023, the patient had itching sensation under the sensor pod area only. Prior to sensor insertion the area was prepped with alcohol. The patient consulted a health care provider who prescribed an oral medication (hydroxyzine 10 mg tablets twice per day) for the infection. No additional patient or event information is available.